Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on cannula with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no.: 383516, batch no.: 9010709. It was reported that catheter has a small burr at the end of the tip. 20g nexiva has a small burr at end of catheter, discovered before use.

Manufacturer narrative:
Investigation: our quality engineer inspected the photographs provided. Bd received two photographs: photo 1 displaying someone holding a 20 ga nexiva catheter/adapter assembly without packaging and photo 2 displaying at the tip of the catheter tubing where there was a very small piece of white foreign matter. Although the reported defect was confirmed, the photos did not provide sufficient evidence to determine the characteristic/identity of the foreign matter, therefore a root cause could not be established. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was foreign matter on cannula with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no.: 383516 batch no.: 9010709 it was reported that catheter has a small burr at the end of the tip. 20g nexiva has a small burr at end of catheter, discovered before use.